Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer awoke with a low blood glucose (bg) level of 26 mg/dl. Reportedly, the customer suspended use of the continuous glucose monitor (cgm) data and suspected the cause of the low bg was due to not being aware of bgs decreasing. The customer received an intravenous (IV) drip from the paramedics to treat bgs. At the time of the reported event, bg level was 86 mg/dl.